Event description:
The customer complained that cell 2 of biotestcell p3 reacted false positive when tested against an anti-fy(a) on tango. We requested the anti-fy(a) and the complained lot of biotestcell p3 from the customer. During the final serological control of biotestcell p3, the red cells were tested with different samples and positive and negative controls. All controls and samples reacted correctly and clearly positive respectively negative.